Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 150, 135cm, batch # 23974767 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 40mm in length and extended from a position 3mm proximal from the proximal marker band and extending 37mm distally from the proximal markerband. A visual and microscopic examination of the marker bands identified no issues. A visual and tactile examination found issues with the device shaft. A shaft kink was noted 4mm distal from the proximal markerband. A visual and tactile examination identified no damage to the tip. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed without any issure noted and the procedure was completed with another of the same devce. No patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres, the balloon ruptured. The device was completely removed without any issure and the procedure was completed with another of the same device. No patient complications nor injuries reported.